Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time.

Event description:
The nurse at the facility reported leakage when using the microclave¿ connector. The leakage location was at the peripherally inserted central catheter (PICC) infusion connector upon connection of nutritional solution for the patient. The intravenous infusion was immediately stopped, and a new infusion connector was replaced for the patient. There was no report of any human harm.